Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found that the image guide (ig) snake tube display was faded. (1 mm² or larger). The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope image guide (ig) snake tube display was faded. (1 mm² or larger). There were no reports of patient involvement.